Event description:
A 53 year-old woman admitted for bone marrow translant with subclavian central line catheter inserted, got out of bed and was found sitting on the floor covered in blood. The subclavian line had broken, and had to be clamped. Vascular surgery was called and replaced the line. There was no harm to the pt.